Manufacturer narrative:
The device was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. Attachment of the pod to a power supply was unable to establish communication between the pod and the master pdm. Corrosion was observed on the pcb assembly, tube nut, and clutch spring. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir, indicating an inadequate seal between the o-ring and the reservoir. This inadequate seal resulted in a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl. The patient reported cannula being bent while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Remove from emdr-127663 = it was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl. The patient reported cannula being bent while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.add to emdr-127663 = it was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours on the leg.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours on the leg.